Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd had not received samples or photos for evaluation. Therefore,100 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue relating to damaged tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions. CAPA # (B)(4).

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: there was "damage/cut on the tubing, resulting in blood leakage."